Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus was not functional. The stylus was replaced. Analysis also noted there were broken tabs on the power cord bay door. The power cord bay assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus connector was loose and the stylus no longer worked. The programmer was returned for service. There was no patient involvement.